Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to find any device issue to have related to this event. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation' system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative reported that during a shunt procedure, the surgeon was unable to produce sufficient csf flow. The medtronic representative reported that the ventricles were very small. The surgeon attempted placing the shunt 3 times before deciding to stop the use of the navigation system. The surgeon was able to place the catheter in the ventricle as expected. The surgeon did not mention that the navigation system was inaccurate. The surgeon also reported there was no surgical delay or clinical impact to the patient. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. As noted in the reported event, the patient's ventricles were small in size. A review of the software logs found no other features about the software's interpretation of the exam that could be identified as a potential reason for the reported issue. It is suspected that the patient's small ventricles contributed to the issue.